Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced loss of consciousness on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report that she lost consciousness on (B)(6) 2015. Patient stated that she was unsure if the event took place due to her diabetes mellitus, or if the event was related to taking sleeping pills given to her by her husband. Patient did not require medical intervention. No further event information was provided.